Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a.(B)(4). Other device used: catalog #00598800326, nexgen tibial augment block, lot #61589593, qty 2 - (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
Additional information received indicates that the patient's medical procedure was related to the physical condition and state of the patient and the device reported on this MDR did not cause or contribute to the event. Zimmer biomet considers this complaint closed.